Event description:
Customer reported to us to have attempted to close a 5f sheath with a 5f celt acd. Physician inserted the device and attempted to open the distal wing. It was noted after a few turns that it was unclear whether the distal wing had opened based on the physicians prior experience with the device. The physician elected to draw the device back as normal to the arteriotomy. The device pulled all the way out of the patient, and manual compression was then applied to achieve hemostasis. An inspection of the device on the table revealed the distal wing never opened. The lead tech attempted to open the distal wing on the table and it would not open, but turning the device counter clockwise he was able to open the proximal wing. The patient was discharged on time with no complications.